Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) reverted into safety mode previous to be implanted. Technical services (ts) reviewed the device data and confirmed the device entered into safety mode. Return for analysis was recommended. No patient involvement.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Follow up report 1 (device evaluation): the complaint device was not returned to boston scientific; therefore, product analysis could not be performed. Conclusion code was updated to "cause not established" because the reason for the alleged observation(s) could not be determined. Product record reviews did not identify a product quality issue and analysis of available information did not identify a specific complaint cause. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. At this point, it can be concluded that unknown factors most probably contributed to the event.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) reverted into safety mode previous to be implanted. Technical services (ts) reviewed the device data and confirmed the device entered into safety mode. Return for analysis was recommended. No patient involvement.